Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for these events and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from 15dec2018 until 04jan2019. On (B)(6) 2018, two no external power alarms were captured. At this time, the rsoc dropped from the expected ~12v down to 4.2 v, then to 2.6v, activating the no external power alarm. An additional no external power event was captured on (B)(6) 2018. At this time, the rsoc dropped from the expected ~12v down to 4.8v, then to 3v, activating the no external power alarm. These events appeared to be caused by a loss of ac power while the patient was connected to the mpu. The absence of external power to the system lead to the activation of the backup battery (ebb) and there was no interruption in pump function. Despite these events the pump appeared to function as intended. The heartmate mobile power unit, was not returned for evaluation. The patient remains ongoing and the heartmate mpu, serial number (B)(6) remains in use. The heartmate ii lvas IFU and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 10 months (calculated from date the device was assigned to the patient, to the date of the reported event) . No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that interrogation of the submitted log file revealed no external power events on (B)(6) 2018 and (B)(6) 2018. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. No further information was reported.